Manufacturer narrative:
Additional information: h11 - due to new information initial MDR is n/a and to be disregarded. Claim#: (B)(4).

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. The lens was exchanged with a same length lens but implanted vertically and this resolved the problem. The cause of the event was reported as unknown.